Event description:
Allegedly per "second-generation locking mechanisms and ethylene oxide sterilization reduce tibial insert backside damage in total knee arthroplasty", 32 ortholoc iii/advantim inserts retrieved at revision were studied for backside wear. The mean time in vivo for the inserts was 7.01 years ( range, 0.15-17.2 years). Reason for revisions were not specified for each implant family in the journal literature.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Article. The complaint was reviewed and analysis showed no trend. (B)(4) - undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. (B)(4)